Event description:
It was reported by the rep that the one hp052 was used during a laparoscopic donor nephrectomy procedure. It was reported that the handpiece kept locking out with a solid tone. The case was completed with another handpiece using the test tip. The or time was extended by 15-20 minutes. There was no pt consequence.